Event description:
It was reported that a patient presented with low atrial sensing, signal artifact and loss of capture noted on the patient's right atrial lead. During the revision process, the lead was found to be fractured. The lead was capped and replaced on aug 6, 2025. No adverse patient consequences were reported.

Event description:
New information received notes that the noise was over-sensed resulting in mode switch episodes. The over-sensing of noise presented as atrial arrythmia episodes. No adverse patient consequences were reported.